Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol kugel patch (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol perfix plug device. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #1). On (B)(6) 2015: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard/davol kugel patch (device #1). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #1). (B)(6) 2015: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard/davol kugel patch (device #1). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿a hernia defect was identified with fat was reduced. A perfix plug (device 1) was placed and sutured.¿ (B)(6) 2011 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent open repair with excision of perfix plug (device 1) and implant of kugel hernia patch (device 2). Per op notes, ¿the hernia sac was noted with incarcerated omentum was reduced. The sac was excised. Adhesions were lysed. The prior mesh (device 1) was noted and excised. A kugel hernia patch was placed and sutured.¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with excision of kugel hernia patch (device 2) and implant of synthetic mesh. Per op notes, ¿a very large hernia sac was identified and dissected away. The sac was opened, and the omentum was reduced. Extensive lysis of adhesions was performed. The prior mesh (device 2) was noted to be displaced medially and pulled away from fascia was excised entirely. The defect was repaired using synthetic mesh and sutured.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2008) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d4 (product catalog no., corporate lot no., expiry date, UDI no.), d6b (date of explant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol - kugel hernia patch (device 2). An additional supplemental emdr was submitted to represent the bard/davol - perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.